Event description:
It was reported that during a surgical procedure that the head of the bur broke. It was further reported that back up equipment was available to complete the procedure.

Manufacturer narrative:
Device returned, awaiting evaluation of device. In addition, no lot number information was provided for further investigation.